Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental stick reported. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date.